Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use, during dwell 4 of 6. The heater bag had disconnected. The registered nurse (rn) cycled the power and received a system error 2367. The rn had already spoken to peritoneal dialysis registered nurse (pdrn) and just wanted to drain. The rn would wait until am and let the pdrn take care of it. The technical service representative (tsr) cleared the alarm. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. The problem was confirmed, based on the rn report. However, the root cause could not be determined. This issue is being investigated through CAPA.